Event description:
It was reported that the video system center display was getting black outs. The issue occurred during the maintenance. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated where an additional reportable malfunction was noted that there was low light intensity due to a faulty lcd (liquid crystal display) unit. Based on the results of the investigation, olympus could not reproduce the reported issue of display on the video system center blackout and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.